Manufacturer narrative:
An entire lead was returned in two pieces. On the connector piece (a), three lead-to-can external insulation abrasions breaching outer insulation and exposing outer coil were noted on is1 connector leg. One lead-to-can external insulation abrasion breaching rv cables lumen and one lead-to-can external insulation abrasion breaching re cables lumen were found between the trifurcation boot and the end of this piece. Both rv cables were broken and separated in one abrasion which most likely caused the complaints reported from the field. On the distal piece (b), one internal insulation abrasion breaching rv cables lumen was found between rv and svc shock coils and two lead-to-can external insulation abrasions breaching rv cables lumen were found proximal to suture sleeve impression region. Rv cables ethylene-tetra-fluoro-ethylene (etfe) coating was intact and the inner coil was not exposed in these abrasion regions. Electrical testing did not find short on any conduction path. Other damages found on these two pieces were consistent with those occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, lead impedance was increased. During the lead revision, the inner conductors of the lead were externalized. The lead was explanted and replaced. The patient is stable.